Event description:
It was reported that prior to start of da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the site contacted the technical support engineer (tse) to report an error code c-34 on the integrated electrosurgical unit (iesu) [erbe] unit when attempting monopolar coagulation at the start of surgery. Despite power cycling the unit, the error persisted. The tse confirmed the error in the logs and inquired about any nearby equipment like CT scans or if a vessel sealer was activated, both of which were not present. The site indicated they could not use another da vinci system at their location. They had a valleylab force triad ft10 available but were informed by tse that it had not been validated for use with the da vinci x systems. The tse acknowledged that using the ft10 would be at their own risk and mentioned the potential need to cancel the case or proceed with the ft10. The procedure was aborted post anesthesia with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) [erbe] due to error c-34 at switch on. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the following was found: during (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis.